Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose at the time of incidence was 37 mg/dl and a minute later it was 57 mg/dl. Customer was treated there blood glucose and 16 minutes later 76 mg/dl and then 16 minutes later blood glucose was 93 mg/dl. Customer was using insulin pump system in 48 hours of reported incidence. The insulin pump will not be returned for analysis.